Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer's blood glucose (bg) level was a value displayed as "high" on the continuous glucose monitor (value not provided). A manual injection of insulin was administered to address bg level. Customer loaded a new cartridge to address the issue.